Event description:
The user facility reported that during an unspecified procedure, the electrosurgical unit (esu) was used with a non-olympus bipolar probe, and level setting on the esu was set to 30 watts, but when the user activated the esu, the level setting jumped to 117 watts and spark was noted inside the pt's colon. The user reduced the level setting back to 30 watts and completed the procedure. There was no pt injury reported.

Manufacturer narrative:
Olympus followed up with the user facility to gather more detailed information regarding the report and was informed that the esu was used during a therapeutic esophagogastroduodenoscopy (egd) procedure to control gi bleed. A non-olympus gold probe was used in conjunction with the esu. The staff reported that the esu was set to a standard bipolar setting and when the user pressed the foot switch to activate the esu, a spark was noted inside the pt, but there was no unusual movement observed from the pt. The user deactivated the esu and withdrew the endoscope from the pt. The bleeding was controlled by injecting epinephrine with the use of the same endoscope. There was no pt injury reported. After the procedure, the esu was taken out of service and was evaluated by the biomed at the user facility. Based on the evaluation performed by the biomed, the esu is working appropriately and they attributed the reported phenomenon to the gold probe. The gold probe was discarded following the procedure. The esu was returned to olympus for evaluation. The evaluation did not confirm the user's report. The device was found to be working appropriately. The evaluation confirmed that all energy output were correct and all test results were found to be within specifications. This report is being submitted as a medical device report in an excess of caution.